Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call of customer's hospitalization for high and low blood glucose levels. The customer's levels had been as high as over 500mg/dl. The customer was treated at the hospital with insulin drip. The daughter declined to troubleshoot and request the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.